Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He traced the failure back to the yellow plug of the valve block on the cardioplegia bridge. He replaced the plug with the new one and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova received a report that a heater-cooler system 3t was leaking water. There was no patient/user involvement.